Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed remote monitoring data and found that all the lead impedance measurements increased in parallel when the shock impedance increased. Ts discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.